Manufacturer narrative:
Section e1: reporter contact information was not available manufacturer's investigation conclusion: the reported event of a pin stuck in the white power cable of the system controller (serial number: (B)(6) was confirmed via customer submitted photo. The customer submitted photo showed a pin was stuck in socket 5 on the white power cable. The system controller was not returned for analysis. Provided information indicated that the pin came from the mobile power unit (mpu), that log files could not be downloaded due to the damage, and that the device connection was always made correctly. The mpu and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient arrived at the hospital for follow-up, the system controller could not be connected to the system monitor. A mobile power unit (mpu) pin was stuck in the controller. The connection between the devices still fitted but it needed an extra pin. It was noted that device connection was always made properly and straightly. The mpu and the controller were changed.